Event description:
It was reported that on (B)(6) 2022 the depth gauge did not slide appropriately and screwdriver with holding sleeve did not hold screws properly. This report is for one (1) 1.3mm screwdriver blade with holding sleeve. This is report 1 of 2 for complaint pc # (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluated by MFR: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device? Visual analysis of the returned sample revealed that the surface of scrdrivershaft 1.3 crucif w/hold-sleeve has a foreign substances between the guide bushing, the collet and the screwdriver. This condition is a consequence of the will not hold/retain. No other problems were reported. A dimensional inspection was not performed for the scrdrivershaft 1.3 crucif w/hold-sleeve due to the design of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdrivershaft 1.3 crucif w/hold-sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part #: 314.411, synthes lot #: 1921949, supplier lot #: 1921949, release to warehouse date:14 july 2008, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.